Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 595 mg/dl. The customer treated with 9.4 units of bolus through the pump. The customer stated that the alarm occurred while sitting during laundry. The customer was advised to program a 1.0 unit fixed prime until insulin is visible at the end of tubing. The customer was assisted in resetting the fixed prime to the correct amount. The customer declined to troubleshoot for high readings.